Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they open material below in sterile field, verified that it had damage in the lower part (broken). No injury reported.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device and internal components were intact with no abnormalities. The valve was opened. The surfactant was gone. The bottom panel was not adhered to the foam body. Some adhesive was observed on the panel. During functional evaluation, tactile inspection of the power switch confirmed that the switch was fully activated. The device was dismantled, and new batteries were connected to the device. The light-emitting diode (led) turned on and the device was warming. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged bottom cover may occur when a leverage force is applied to the cover causing the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was broken. There was no patient injury.